Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis revealed that the left-sasi exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. No significant damage or visual defects that could have contributed to the reported event were found. A functional test was performed using saw wing fixture. The assessment found the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to a device issue. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that during a total knee replacement procedure with the robotic-assisted solution saw interface (left) device, it was found that the device produced inaccurate cuts measuring less than 3 mm. It was reported that the first side (right) was completed without issue, the second side (left) resulted in a series of recurrent error messages and an uneven femoral cut. It was further reported that the tibial cut was completed uneventfully on the left side but when the saw moved in to make the first femoral cut (distal femur cut) the saw repositioned itself several times and resulted in an uneven cut on the distal femur. Recurrent error messages occurred during the rest of the femoral cuts such as: "leg movement" and "unexpected distance change" when it appeared nothing had moved. Pins and clamps were checked as were reference points, all showing no issue. The remaining cuts were eventually completed, but not altogether as accurately as anticipated. The distal femur cut needed to be cleaned up with a freehand cut from a handheld saw, and there were difficulties getting the trial femoral component and definitive component to seat correctly. The surgeon had to freehand cut several of the other femoral cuts also, to make this happen. Once the definitive cementless femoral component was on extra bone graft was added in places. The resultant component appeared a little more flexed than anticipated according to the surgeon. An extra ten to fifteen was spent during the procedure sorting out the error messages and tidying up the cuts, as well as several attempts to reseat the femoral component in a better (less flexed) position. It was reported that the surgery was completed successfully. During in-house engineering evaluation, it was determined that the device was loose. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.